Manufacturer narrative:
On 7/12/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed a tear in the posterior view, measuring approximately 2.6 cm. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. It is possible that the root cause of the rupture was the car accident in which the patient was involved. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 800cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, had a car accident and developed infection from an open wound on the left breast. As a result, the patient underwent removal on (B)(6) 2019.